Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and underwent visual and functional testing. The reported failure of video scope plug was broken was confirmed and was due to a chipped connector. Additionally, poor color image was identified and was due to a faulty charged coupled device (ccd). Based on the results of the investigation, the identified malfunctions were caused by a component failure. Olympus will continue to monitor field performance for this device. If additional information becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had video scope plug is broken. The issue was identified during preparation of use. There were no reports of patient harm.